Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had physical damage. It was reported that insulin pump fell causing damage to display screen. It was reported that display screen cracked and later turned white which prevented reading of display screen. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case on the display window corners, deep scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads. No cracks on lcd window noted during our visual inspection.